Manufacturer narrative:
Batch review performed on 19 february 2018 (B)(4). Inspection performed by washing and packaging manager on 19 february 2018: from the inspection of the pictures received it is possible confirmed the presence of evident scratches on the inner blister; it was concluded that the failure evidently occurred due to forces experienced during transportation. This was indicated to be correlated to the packaging configuration.

Event description:
When the or technician opened the implant noticed that the inner packaging was damaged. The box and wrapping remained undamaged. The surgeon used a secondary implant of the same size completing successfully and without delay the surgery.

Manufacturer narrative:
Analysis performed on 21.february.2018 by packaging and washing process manager: from the visual inspection it was concluded that the issue evidently occurred due to forces experienced during transportation. This was indicated to be correlated also to the combination of the packaging configuration applied.